Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. Breakage was reported at the blue clave above the burette during a patient infusion of betamycin. The tubing was replaced and therapy was resumed. The product was stored in the air-conditioned room of the hospital and was not exposed in extreme temperature condition(s). There was no harm to the patient as a result of the complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received one used list# 142730490 plum 150 ml burette set for complaint investigation. The blue clave on the burette arrived broken at the semi-rigid male adaptor. The deformation on the area of the break showed smooth sections with beach marks at a slight angle. The reported complaint of blue clave above burette breakage can be confirmed. The probable cause is due to unintentional external bending forces applied during use. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg:12aug2024.